Event description:
Healthcare professional later reported "fluid in the right breast and capsular contracture baker grade IV."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, edema.

Event description:
Patient reported a right side implant exchange from textured to smooth due to the patient's concern with the product. Patient later reported "fluid in the right breast and capsular contracture baker grade unknown." Device remains implanted.

Event description:
Patient reported a right side implant exchange from textured to smooth due to the patient's concern with the product. Patient later reported "fluid in the right breast and capsular contracture baker grade unknown." Healthcare professional additionally reported "fluid in the right breast and capsular contracture baker grade IV." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.